Manufacturer narrative:
The customer reported complaint for the autopulse platform displaying error message was confirmed during archive review and initial functional testing. The root cause of the reported issue was due to defective two load cells. The two load cells were replaced to remedy the fault. During visual inspection, bent battery lock was noted. Autopulse is a reusable device and was manufactured on july 15, 2008. The damage found is characteristic of normal wear and tear the archive data review indicated multiple error message ua 07 (discrepancy between load 1 and load 2 too large) from 10/07/2016 to 10/09/2016. The archive also showed that the present date of the archive as 10/09/2016. The date was reset to show the correct time and date. The platform failed the initial functional testing due to error message ua 07 (discrepancy between load 1 and load 2 too large) displayed when the unit was powered on. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The battery lock was replaced after which the platform passed both the load cell characterization and run-in test. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4).

Event description:
It was reported that during shift check, the autopulse platform (sn: (B)(4)) was displaying multiple error messages. The reporter does not recall what the error codes were. No patient involvement was reported. No other information was provided.